Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. When the sample was visually inspected, it was observed that the catheter tip was damaged. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported on mw (B)(4): while placing an ultrasound guided peripheral IV, the attempt was unsuccessful and the catheter was removed, that is when it was discovered that the end of the catheter was not intact.